Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.